Event description:
It was reported that patient had hallucination with dilaudid in the pump. It was also reported that patient was given morphine and an unknown medication at patient¿s hospital. Patient reported ¿have hallucination with all of them but finally gave up on dilaudid.¿ patient reported hallucination go away when patient turned over. Saline solution was reported to be in patient's pump at the time of this report.

Event description:
The patient reported that about one year ago an x-ray indicated the catheter went off to the right. A revision was done. Patient stated they have lupus, nerve pain and memory issues as a result. Following the catheter revision the patient experienced hallucinations; dancing people. The hcp switched the medication. Patient stated she has gained about 30 lbs over the past year; she was thin. The pump was delivering dilaudid.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Previously reported patient codes do not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-dec-13. It was reported that the catheter surgery took place on (B)(6) 2011, and when the patient went home, she experienced the hallucinations. The patient reported seeing the eiffel tower on the way to the hospital, and a ceiling fan coming down on top of her. The patient was taken to the emergency room on a weekend, and ended up in a psychiatric unit because an overdose of pump medication was suspected. The patient was in the hospital for 5 days. It was noted that the pump was stopped, and the symptoms resolved because the patient had no mental issues.